Manufacturer narrative:
E1: establishment name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient faced infusion set issue on (B)(6) 2026 as adhesive patch and cannula housing detached from spring prior to insertion during adhesive backing removal which leads to high blood glucose levels 27 mmol/l and was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.